Manufacturer narrative:
Concomitant medical products: 4074 lead implanted (B)(6) 2012; 6944 lead implanted: (B)(6) 2002; 4592 lead implanted: (B)(6) 2000.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and the new left ventricular (lv) lead exhibited non-capture. Both leads remain in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.